Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid and baclofen at unknown dose and concentrations via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient arrived in the emergency room (ER) on (B)(6) 2018 slightly unresponsive, with respiratory rate of 4-8 breaths per minute. A magnet was placed over the pump briefly, but removed due to concerns over baclofen. No recent changes had been made to pump therapy, the patient's next follow-up appointment was on (B)(6) 2018. The patient had decreased respiratory rate and was arousable with verbal stimulus. The patient was seen in the ER for something similar in (B)(6) 2017. The patient may have taken 3 oral percocet the night of (B)(6) 2018 instead of 3 oral baclofen, but the physician reported that would be out of her system. The patient would likely be started on narcan drip to avoid stopping the baclofen delivery. The patient also had an urinary tract infection. There were no further complications reported at this time.